Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had problem with the remote and had it programmed. The patient reported that they have no idea about the circumstances that led to the #4 lead going out. The patient stated that they had some weird ¿shockish¿ feeling, not pleasant. The patient reported that they had interference from their car, had issue with the remote battery, and sometimes remote doesn¿t respond to touch. The patient stated that they would gladly speak on behalf of manufacturer and the benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had trouble with ins before stating "the number 4 lead went out" and they met with a representative who reprogrammed patient's device and resolved the issue. No further allegations/complications were reported.